Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Damage to the umbilical cable connector was found to be interfering with communication between the image acquisition system (ias) and mobile view station (mvs). The umbilical cable was replaced and the issue was resolved. The damaged cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to boot up properly. It was reported that the system enters stand alone mode during boot up and remains there. Preliminary inspection found signs of damage on the plate where the umbilical cable plugs into the image acquisition system (ias). Also, the plate was found to be loose. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the interface cable confirmed that the reported event was related to an electrical issue. The cable passed visual inspection but did not pass bench level testing. The cable passed continuity test and the 100t test. The gbit test failed, showed opens between lines 3 and 6. Both gbit an 100t testing were performed using a cable validator-nt900. The reported event was confirmed.